Manufacturer narrative:
Further information was requested but not available. Serial number, model number, manufacturing date, expiration date, UDI, physical manufacturing site, implant date, are unknown since the serial number was unknown.

Event description:
It was reported that the right ventricular lead exhibited high pacing impedance. After multiple repositions with no improvement, the physician decided to explant and replace the lead. The patient was in stable condition.

Manufacturer narrative:
Correction - d6b - explant date should have been (B)(6) 2021.